Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx2 stent graft system was implanted to treat and abdominal aortic aneurysm. A year later, endologix became aware of a type 1a endoleak the physician had been monitoring from the original implant procedure. The physician plans to re-intervene, but endologix is not aware of that secondary event taking place to date. The patient has been reported as being in stable condition.

Manufacturer narrative:
Due to the lack of imaging information available at the completion of the clinical evaluation, clinical was unable to confirm the following reported case for a type 1a endoleak or a complicated access site requiring open repair. However, clinical was able to confirm that on (B)(6) 2017, patient had an unresolved intraoperative type ii endoleak from the right renal artery, with placement of two non endologix stents for patient's persistent proximal endoleak. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was the incomplete sealing at the index procedure that required two non endologix stent placements, in combination with a severely calcified aortic system. It was reported the patient disposition was stable awaiting a secondary endovascular procedure. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient had an afx2 stent graft implanted to treat an abdominal aortic aneurysm in (B)(6) 2017. A year later during a routine follow up, rep informed us that he became aware that the patient had a type 1a endoleak. Physician had been monitoring patient from the original implant procedure, but plans to re-intervene with a possible vela cuff placement to seal the leak. In addition, rep noted there was an access site complication with the closed devices and the patient needed an open procedure to fix the access site as well. No confirmed dates has been provided as to when the re-intervention was going to take place. The patient has been reported as being in stable condition.